Event description:
It was reported that the blue clamp of a light sensitive drug set was found to be in an inverted position. The inverted clamp did not allow the equipment to attach correctly to the infusion pump. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter's last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: f10/h6: component codes (update g04109 to g0405203). H10: the actual device was not available; however, three (3) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition; the blue slide clamps were assembled in the correct position. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.